Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead stored multiple ventricular noise events, and the patient was pacer dependent. Bipolar impedance was 420 ohms, and unipolar impedance was 417 ohms. The rv lead trend was stable but was steadily trending downward. Isometric testing was performed, and noise was not reproducible. V sensitivity was programmed to 7.5 mv fixed. This pacemaker system remains in service and will continue to be monitored remotely. No additional adverse patient effects were reported.